Manufacturer narrative:
Concomitant medical products: ls1037, ls1037 ligasure atlas handswitch37cm, (lot #s22k0004) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw wire's insulation was damaged. A portion of the device's insulation was not returned. It was reported that the I nsulation was damaged, wire was severed, and wire was exposed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur during the insertion/extraction from a trocar. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, two units of ls1037 got the same issue; insulation got removed after inserting the instrument in the generator's port. On the photo provided, it can also be seen that the wire on the jaw was exposed and broken. There was no patient involvement. Medtronic's initial evaluation of the incident device found the ligasure devices have insulation damage. There was an evidence of use and the portion of the insulation of the wire on the ligasure devices were not returned.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw wire's insulation was damaged. A portion of the device's insulation was not returned. It was reported that the insulation was damaged, wire was severed, and wire was exposed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to e nsure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, two units of ls1037 got the same issue, insulation got removed after inserting the instrument while inserting into the generator's port. None of the piece fell into the patient's cavity. On the photo provided it can also be seen that the wire on the jaw was exposed and broken. There was no patient injury. Medtronic's initial evaluation of the incident device found the ligasure devices have insulation damage. There was an evidence of use and the portion of the insulation of the wire on the ligasure devices were not returned.